Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic intraperitoneal onlay mesh, during the application of the device in the anterior abdominal wall, the tack was partially screwed into the mesh and got stuck in the device. When the device was moved away from the mesh, the tack came out along with the device and was partially unbent. Another device was used to complete the case. There was minor tissue damage.